Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts to be compressed, two side bails were bent, and one side bail cover was broken. (B)(4).

Event description:
The epg (external pulse generator) was returned for calibration. It was analyzed and tested out of specification during manufacturer's analysis. No patient involvement or complications were reported.